Event description:
It was reported the patient had had pain since use of the stimulation approximately one and one half weeks prior. The patient had tried all three programs. The first program caused pain in right buttock around lower implant area. Program two caused shocking pain down leg and around his "member." Program three caused the same symptoms as program two but was more severe. Patient was on program two and was not receiving any benefit like the trial had offered. The patient had an appointment scheduled for (B)(6)2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-28, lot# va02euc, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer.